Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. The lot review activities are in progress. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient who had the micro-stent device implanted went to the emergency department at post-op day 5 with decreased vision after bending over and standing back up. The patient was diagnosed with a small layered hyphema with microhyphema, blood in the anterior vitreous, and has been noted to be on blood thinners. The decreased vision is thought to be from the microhyphema. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of decreased vision after bending over/standing back up, small layered hyphema with microhyphema, and blood in ant vit; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There was no mention of intraoperative complications or bleeding associated with device implantation, and no mention of device failure. This patient had a history of use of blood thinners which may have exacerbated the risk of bleeding within the first postoperative week. The manufacturer internal reference number is: (B)(4).